Manufacturer narrative:
The field service engineer (fse) was on site and inspected the instrument and was unable to find a malfunction of the instrument. Raw data collected by the fse was analyzed. The raw data analysis stated there was no instrument malfunction revealed. The root cause for the much higher plt results on the manual smear is likely within the sample itself, such as lipid or protein interference. Bec internal identifier case-(B)(4). Related event - case-(B)(4), 1061932-2020-00092.

Event description:
The customer reported erroneous high platelets (plt) results on one patient sample on their dxh800 instrument compared with manual smear results. Manual results were accepted as correct and reported to the physician. There was no report of death, injury, or change to patient treatment as a result of this event.